Event description:
--

Event description:
--

Event description:
Boston scientific crm received information that the patient implanted with this device had an external circulatory support system implanted. Prior to the system implant procedure, the shocking function of the device was programmed off. Following the procedure, this device could not be interrogated. It was also reported the device had moved in the pocket. No adverse patient effects were observed.

Manufacturer narrative:
Additional information was received that this device had been replaced prior to this event, and a competitor device was actually in service at the time of the event. A boston scientific device was not involved. This information was not known due to a typographical error on the patient's paperwork. The patient later died, and the error was not discovered until after the patient's death.

Manufacturer narrative:
Further information was received that the patient with this device is in a stable condition in intensive care. As patient is still receiving circulatory support, a revision procedure cannot be performed. Interrogation of the device still cannot be performed. The patient is listed for a heart transplant. No further information is available. This report will be updated if more information becomes available, or if the device is explanted and returned for analysis.

Manufacturer narrative:
A revision procedure was scheduled. No further information is available. If additional information becomes available, this event will be updated and resubmitted.